Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies were found.

Event description:
It was reported that during implant attempt, there was high impedance greater than 2500 ohms on the ra and rv channels, and no impedance value on the lv channel, despite the leads testing normal on the analyzer. The device was not implanted. A new device was placed and measurements were normal. No patient complications have been reported as a result of this event.